Manufacturer narrative:
Results and conclusion summation- product performance engineering determined that it is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severly calcified vessels, presence of other devices e.g. Previously implanted stents. The instructions for use state that an unexpanded stent graft should be removed as a single unit with the guide catheter. It is not reported how the stent graft was stripped from the balloon or if this occurred during an attempt to remove the un-expanded stent graft from the patient. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation. No complaint root cause can be identified.

Event description:
Reporting status: serious injury-required intervention-permanent damage. Reporting rationale: dislodged stent implanted in an unintended site. Device issue: stent dislodgement. It was reported that a graftmaster stent was advanced to treat a perforation in the postero-lateral branch (plb); however, the stent did not advance beyond the mid rca due to calcification. The stent dislodged from the balloon and was deployed in the mid rca. The perforation resolved spontaneously, without treatment. No additional event or patient information is available.